Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The dr could not get the insert to mate with baseplate. No adverse consequence to the pt was reported.